Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from the patient line stopcock.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).